Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The universal surgical manipulator (usm) was analyzed, and the unit was tested on an in-house system and passed normal mode. However, procedure logs showed errors 1126, 31226, 32114, 40084 which pointed to the clockspring. The unit was tested on a patient side cart (psc) fixture test platform (pftp) and it failed clockspring on the fiber test. The clockspring fiber was swapped with a gold one and the error was no longer occurred. When the original fiber cable reinstalled, error came back. The unit then tested on pftp with gold clockspring and it passed all required tests. Clockspring fiber assembly will be replaced as a fix to the related issue. The complaint regarding recoverable faults on arm 3 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of this reported issue is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the site was experiencing recoverable faults on arm 3. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the logs and noted several faults. The tse recommended rebooting the system. The surgeon informed the tse that an instrument was grasping tissue on arms 2 and 4. The site elected to use instrument release kit (irk) on arms 2 and 4 prior to rebooting system. The tse requested the customer to get new instruments and RMA the instruments where the irk was used, but the customer stated the surgeon wanted to evaluate the instruments. The system powered on without errors. The tse stressed not to put the instrument (where the irk was used) back into circulation. The customer called back after procedure to report that site experienced the recoverable fault again and used the irk on the instruments. The caller was unsure how the site recovered but noted that site completed the procedure. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable faults on arm 3, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went on site and replaced universal surgical manipulator (usm) 3 to correct reported issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due to multiple recoverable faults. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.